Event description:
During a pta to the cephalic vein, the balloon ruptured at ten atmospheres. There was heavy calcification, mild vessel tortuosity and 80% stenosis at the lesion site. There was no adverse consequences to the patient. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or procedure related information is available. The product is not available for evaluation and testing.